Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia ( rbgls around 400 or 500 mg/dl) even once she feels hungry [hyperglycaemia] np4 does not release the insulin at all when press the button to inject the adjusted dose [device failure] np4 was so hard during pressing the button. [Device malfunction] case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia ( rbgls around 400 or 500 mg/dl) even once she feels hungry(hyperglycemia)" with an unspecified onset date, "np4 does not release the insulin at all when press the button to inject the adjusted dose(device failure)" with an unspecified onset date, "np4 was so hard during pressing the button.(device component malfunction)" with an unspecified onset date, and concerned a 54 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", patient's weight: 80 kg patient's height, and body mass index were not reported. Current condition: type 2 diabetes mellitus(since 20 year), nervous, emotional, feel sleepy. Treatment included - glucophage(metformin hydrochloride) on an unspecified date,patient reported that the novopen 4 does not release the insulin at all when button was pressed to inject the adjusted dose or it was so hard during pressing the button. She mentioned that sometimes the pen stop injecting insulin and other times the dose button move ( force become easy ) without injecting insulin it was reported that the mechanical part and the piston rod moved normally after adjusting the dose counter on 60 u and pressing the dose button then after adding a new penfill, it was made sure that the piston rod touch the penfill back by adjusting the dose counter on 60 u and pressing the dose button without needle and the counter stopped on 58u so return the counter back to zero. Patient did not inject the suspect insulin (not specified-noncodable) due to the technical issues of novopen 4,4 days ago till now. On an unspecified date, patient experienced hyperglycemia (with rbgls(blood glucose) around 400 or 500 mg/dl), hba1c (glycosylated haemoglobin) was unavailable and even once felt hungry. The reported causality was probable for insulin and she feels that she was taking nothing, no effect for the insulin in addition to pen problem ( lack of efficacy). Patient was always nervous and emotional which cause also hyperglycemia. Patient use the needle for 3 or 4 times. Patient remove the needle each dose and then add it again at times of the new dose. Patient re-suspend (rolled it between your hands) mixtard before using. Patient attached the needle to the pen in a 180 degree angle (straight on), stored insulin in the fridge. Patient have not recently changed from another novopen to the current novopen patient did not changed any diet , she mentioned that she always any, sleeping for a long time so she almost not performing any physical activity batch numbers: novopen 4: mvg8b64 the outcome for the event "hyperglycemia ( rbgls around 400 or 500 mg/dl) even once she feels hungry(hyperglycemia)" was not yet recovered. The outcome for the event "np4 does not release the insulin at all when press the button to inject the adjusted dose(device failure)" was not reported. The outcome for the event "np4 was so hard during pressing the button.(device component malfunction)" was not reported. Since last submission the case has been updated with the following: patient information updated (weight and age) patient medical history updated lab data added(hba1c) product tab updated (treatment drug added) event updated (treatment received) narrative updated accordingly. Preliminary manufacturer's comment: 11-jul-2024: the suspected device novopen 4 has not been returned to novonordisk for investigation. No conclusion is reached. References included: reference type: e2b company number reference ID#: eg-novoprod-1253197 reference notes: reporter comment: the pen fill was inserted then to confirm that there's no gab inside the pen, dose counter was adjusted to 60u and by pressing the dose button without adding needle, the counter stopped at 60 u then the customer refused to continue the pen training so on taking the batch no. Mvg8b64.

Event description:
Case description: investigational result: name of the suspect product: novopen 4. Batch number of the suspect product: mvg8b64. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: -investigational results updated -final report was ticked in EU/ca device information tab. -expected date of follow up report was removed in EU/ca device information tab. -is non reportable? Field was updated as "no" -malfunction field was updated as "no" -imdrf codes updated (b, c, d, g) narrative updated accordingly. References included: reference type: mw 3500a MFR. Rpt. #. Reference ID#: (B)(4). Reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: (B)(6) 2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. H3 continued: evaluation summary: name of the suspect product: novopen 4. Batch number of the suspect product: mvg8b64. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.